Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there were on going artifacts, the sensing integrity count was again noted, and there were non-sustained ventricular tachycardia episodes. The pacing lead was removed and replaced. The device and the extension connector remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later learned the extension connector was removed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a device over-sensing/detection problem and the pacing lead displayed over-sensing and artifacts. It was also reported the lead extender was loose/detached. During the revision procedure, the adapter that was previously used for an abdominal implant was re-connected and the case was closed. Three days later, the sensing integrity count was noted. The device and lead remain in use. Follow up on the patient through remote monitor interrogations are planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.